Event description:
It was reported "j wire appears sliced/broken". The issue was detected prior to patient use. No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4). The customer provided one image of the damage for analysis. The customer also returned one guidewire assembly for analysis. No definite signs of use were observed on the returned guide wire. Visual analysis of the guide wire revealed that the guide wire contained one kink / offset coil on the distal j-bend. In this kit, the swg j-bend is not protected with a cap, indicating that the guide wire may have been damaged during storage/shipping. Microscopic examination confirmed the damage and revealed that both welds are full and intact. The kink in the guide wire measured 442mm from the proximal tip. The overall length of the guide wire measured 450mm which is within the specification limits of 450mm - 458mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.847mm which is within the specification limits of 0.838mm - 0.877mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle (or catheter)". The guide wire was advanced through a lab inventory ars/18ga introducer needle assembly, and was able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use if package is damaged". The customer report of a guide wire kinked prior to use could not be confirmed by investigation of the returned sample. The guide wire contained an offset coil on the distal j-bend. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "j wire appears sliced/broken". The issue was detected prior to patient use. No patient involvement was reported.